Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No prime anomaly was noted. The insulin pump functioned properly. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The insulin pump was returned for analysis. No further information was provided.